Event description:
Sterile basin set opened pre-operatively and immediately bioburden was noted on the inner basin. The basin set was taken out of the sterile field. No other parts of the sterile field were contaminated by the basin.